Event description:
After the stent was delivered to the target lesion, the proximal stent struts were flared.

Manufacturer narrative:
This patient presented to the cardiac catherizaton unit for treatment of 1-vessel disease. Percutaneous coronary intervention (pci) was performed on a 90% de novo lesion in the postero-lateral branch that was slightly tortuous and flexed at the proximal end of the lesion. Pre-dilation was conducted with a 2.75x15mm ikazuchi balloon at unknown inflation pressure before the 3.0x23mm cypher was delivered without any friction. While positioning the stent, the physician found some irregularity at the proximal edge of the stent as seen on the coronary angiography. He removed the stent delivery system from the patient and found the stent to be flared at the proximal end. Therefore, a different cypher, a 3.0x18mm cypher stent was used to finished the procedure instead. There was no reported patient injury. The product was clinically used and will be returned for the analysis. Please not that this product is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.